Event description:
A pt was being treated in a giraffe incubator when a nurse checked the pt and found the pt to be cold. The temperature of the pt was reported to be 95.4f. The pt had been in the incubator for approx 3 hours. No alarm was activated. The pt was moved to another bed and additional heat was applied with photo therapy lights. The unit was taken out of service. No injury was reported. The condition of the pt was reported as good. It was determined that the device shut down due to the activation of the power line circuit breaker, caused by high leakage current and a drained power failure battery.